Manufacturer narrative:
(B)(4). Customer returned pump for an alleged blank display and crack at the back of the pump found on event date (B)(6) 2021 insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Blank display due to moisture damage on the pcba 1 / pcba 2 / harness assembly / corroded battery tube. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that they had cracked in back and front side of insulin pump. Customer stated that the insulin pump was exposed to moisture. No harm was required during medical intervention. The insulin pump was returned for analysis.